Event description:
It was reported that the patient was seen at the emergency department. At this time it was discovered that the right atrial (ra) lead and the right ventricular (rv) lead were oversensing. A procedure was scheduled and the leads were explanted and replaced two weeks later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2002. (B)(4).